Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-mar-2025, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 10-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced additional pain and lead migration. The patient presented with new pain, and x-rays confirmed lead migration. Reprogramming attempts were made but were unsuccessful in alleviating the pain. Consequently, a decision was made to revise the leads and replace them with a paddle lead. The revision procedure took place on (B)(6) 2025. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that they were not made aware until the replacement was reschedule and they do not recall the date. Additional information was received from the manufacturer representative (rep). It was reported that the rep was not made aware of this event and there are no notes about lead migration before the surgery date of (B)(6).